Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Engineering evaluation could not be performed as the device was discarded. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: significant pleural or pericardial effusion requiring drainage. A review of the manufacturing records for the device verified that the lot met all prerelease specifications.

Event description:
It was reported to gore that a 30 mm gore® cardioform septal occluder was intended to be used to treat a patient with patent foramen ovale (pfo). The pfo tunnel was really long and during some deployment and repositioning maneuvers the left atrial wall was damaged causing a pericardial effusion. The intracardiac images (accunav) didn't help to prevent the complication. The procedure was aborted and the device was recaptured. The patient underwent pericardiocentesis but survived without further cardiac surgery. For safety reasons the patient was moved with an helicopter to a bigger center where a cardiac surgery department was available if needed.